Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that patient experienced pain at ipg site due to significant weight loss and the ipg is sticking out. Surgical intervention was undertaken on (B)(6) 2021 where in the ipg was moved to a comfortable position to address the issue.